Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the tie band on the tubing came off. The product was changed out. There was no delay in surgical procedure.